Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that water tightness was lost due to a pinhole on the universal cord. Upon further inspection, it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the control unit had discoloration due to chemical stress caused by handling. Additionally, the electrical connector had discoloration due to water leakage caused by water invasion in the device. It was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that there was a lack of image on the monitor due to dirt in the objective lens. It was observed that there was flare on the image due to a scratch on the objective lens. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: scope connector cover unit, scope connector, grip, scope cover, switch box, lock engagement lever, lock engagement knob, up and down knob, right and left knob and on the control unit. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did not clean, disinfect, or sterilize the equipment prior to requesting repair. No further information was provided regarding the cleaning practices performed at the facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera colonovideoscope has air/ water leakages. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.